Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the calcified left anterior descending (lad) artery. During inflation, blood entered the 2.5x20 mm maverick2 balloon. When the physician visually checked the balloon, outside of the patient, a pinhole rupture was found. The procedure was completed with another maverick2 balloon. No patient complications were reported. Patient status reported as "good."